Event description:
After use the safety sheild broke off the needle and resulted in a needle stick injury to employee. The injury occurred on the right hand at the base of their thumb. Hepatitis b shot was given.